Event description:
There was a lead revision done on this lead because, it had dislodged. The lead remains actively implanted. There were no adverse events reported for the pt. Should add'l info be received, this file will be updated.